Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensors. Customer stated that she is having problems with errors and the pump telling her to change sensor. Found multiple calibration errors and change sensor alerts. Bad sensor alert occurred after a second consecutive calibration error. The blood glucose reading was 300 mg/dl. Nothing further reported.